Manufacturer narrative:
H3: logs were received and software analysis was completed. Logs captured that the site used imaging system auto registration on the date of the issue reported. Archives had one o-arm exams with 193 slices but did not capture any abnormalities. As per the case description, the surgeon claimed multiple instruments were inaccurate by about 2mm. As per the IFU of stealthstation s8 spine with o-arm and 3d fluoro imaging the accuracy = 2mm is with in the margin of navigational accuracy but the site reported about 2mm inaccuracy, so the analyst was not sure it was less than or greater than 2mm. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit (B)(6) stealth s8 spine h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy. The surgeon claimed multiple instruments were inaccurate about 2mm. The surgeon aborted navigation and proceeded free hand. The representative discussed with the site that 2mm is withing accuracy parameters. There was no reported impact to patient outcome.